Event description:
It was reported that during a follow up in clinic, loss of capture and oversensing were noted on the right atrial (ra) lead and oversensing resulting in inappropriate therapy was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgment of the ra lead and the rv lead were observed. The physician suspected the disldogment was due to patient ambulation. The ra lead and the rv lead were explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, unspecified oversensing, and inappropriate high voltage therapy. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Visual inspection of the lead did not find any anomalies. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The full measured helix extension length was within specification. The reported event of unspecified oversensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.